Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during a bolus delivery. Customer reported the device showed there were 42 units of insulin left but the reservoir was empty. Device did not alarm an empty reservoir alarm. Customer's blood glucose was 400 mg/dl. Customer reported the issue was resolved by a reservoir change. Customer was unable to troubleshoot. Customer wanted the device replaced. Customer will not be returning the device for analysis.